Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Results and conclusion: device breakage is addressed in the directors for use. The directions state, "caution: modification, over-extending, bending, or use exceeding one year may cause breakage. Do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber dam at all times." Conclusion: the dealer has not returned the clamp. The lot number given is not a current lot number. The last time this lot number was used was (B)(6) 1994. The clamp would be 19 years old and well out of use life of one year.

Event description:
(B)(6) dealer notified us via e-mail: the following complaint has arrived in (B)(6) already but has not yet been forwarded to you. The customer returned an ivory clamp ss w 5 s/n: (B)(4) with the following comment: the clamp broke after having been used a few times only.